Event description:
It was reported that during a right foot austin bunionectomy procedure an oily black liquid substance began bubbling/leaking out of the saw. The substance entered the wound site, which was then irrigated with an antibiotic solution. The procedure was completed successfully with another device. There was no immediate pt or user injury, but the pt will be monitored to determine if an infection develops.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause was problems with too much lubricant inside. Service replaced the upper bearings and did a clean, lube, and adjust to the device. The handpiece was repaired and returned to the customer.